Event description:
Customer's mother reported via phone call that they were changing the set and the insulin pump alarmed no delivery during prime. Customer's blood glucose value was 400 mg/dl. It was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. The infusion set was changed for the third time and insulin did exit the tubing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.